Manufacturer narrative:
Internal complaint reference (B)(4). B5, h1: updated.

Event description:
It was reported that, during set up for a rotator cuff repair surgery, the "spider 2 tenet" would not power on due to dead batteries. The staff found that the charger was defective and not charging the batteries. In addition, the spider was leaking hydraulic fluid. The procedure was successfully completed without delay and no back-up device was available. The nurse held the arm to finish the case. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during set up for surgery, the "spider 2 tenet" was leaking hydraulic fluid. The procedure was successfully completed without the faulty unit. No surgical delays, patient injuries, or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: d9: updated, device received. H3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. There was no visible excess oil noted on the outside of the unit. Two batteries and a charger were included. A functional evaluation was conducted. The charger¿s fuse was tested with an ohmmeter and was blown. The two included batteries were completely depleted. The included batteries were charged on a test charger and had no issues. 100 cycles were performed with each battery. The device passed the weight test. The piston migration was at 1.9 inches. Oil was noted within the enclosures. The complaint was confirmed and the root cause has been associated with a seal failure. The reported failure of "not powering on" was also confirmed. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded these were repeat issues. The spider 2 instructions for use warns, ¿prior to each use equipment and components are to be inspected for damage.¿ a review of the spider 2 risk management files was performed and found multiple line items addressing this failure mode. No containment or corrective actions are recommended at this time.